Event description:
The facility reported a colleague infusion pump with a failure code of 804:25. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:25 was confirmed during product evaluation. The assignable cause was a software failure. Software failures are not associated with hardware failures and therefore no remediation or hardware component replacement is required. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.